Manufacturer narrative:
The hillrom technical support representative performed troubleshooting with the account to determine the left side caregiver pod assembly and patient control board assembly needed to be replaced. It is necessary for the progressa¿ bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Examine the motors for the presence and tightness of the attachment hardware. Replace as necessary. Fully raise and lower the bed. Make sure there is no friction or abnormal noises and no audible overload indication can be heard during the movement. Replace the defective motor(s) in the event of a malfunction. Troubleshoot in the event of any doubt. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The account replaced the left side caregiver pod assembly and patient control board assembly to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom technical support received a report from the account stating the bed was moving into the chair position on its own with no buttons being pushed (self run). The bed was located in the male ICU at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).